Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown number of patients with implantable drug infusion pumps. Indications for use were unknown, and no drug information was provided. It was reported the consumer looked online and stated there were 11 catheters that failed, and he was not sure if his was reported. The consumer stated 11 were reported leaking. One person died, and ¿perhaps it was related to the pump¿. The consumer stated according to the food and drug administration (FDA), there were manufacturing problems in that country with the catheter. No further patient complications were reported.